Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review "comparison of the long-term cause of failure and survivorship of four hundred and twenty seven metal-on-metal hip arthroplasties: resurfacing versus large head total hip arthroplasty", 1 patient suffered from instability after a primary bhr resurfacing surgery. The patient required a revision surgery to treat the adverse event. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
Section h10: it was reported that on literature review "comparison of the long-term cause of failure and survivorship of four hundred and twenty seven metal-on-metal hip arthroplasties: resurfacing versus large head total hip arthroplasty", 1 patient suffered from instability after a primary bhr resurfacing surgery. The patient required a revision surgery to treat the adverse event. The patients outcome is unknown. No further information is available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU, historic escalation actions review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed for the acetabular cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal complaint reference number: (B)(4).